Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic hysterectomy, sacrocolpopexy and posterior vaginal repair procedure on unknown date and the mesh was implanted. After the procedure, the patient experienced lacerations of vagina requiring surgical repair, transitory local irritation at the wound site, a foreign body response to mesh extrusion, exposure, and erosion into the vagina, acute and chronic back and pelvis pain, voiding dysfunction, pain during intercourse, atypical vaginal discharge, exposed mesh causing pain and discomfort during intercourse, mesh migration, allergic reaction, vaginal scarring, tightening and shortening, constipation/defecation dysfunction, granulation tissue formation. The patient also underwent a partial mesh removal after it had lacerated the vaginal vault on (B)(6) 2017. It was also reported that the patient experienced incontinence leading to bladder sling being implanted on (B)(6) 2009. No further information is available.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.